Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? No.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy procedure on (B)(6) 2025 and suture was used. During the procedure, around 8:30 am, surgery was performed on the patient. After the surgery was completed, suture was used for suturing. When the needle was inserted and the suture was withdrawn, the problem of pulling off suture needle happened. The doctor immediately replaced the suture with a new one and re punctured it to continue suturing. No adverse patient consequences were reported. Additional information was requested.